Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c leaked past the stopper. The following information was provided by the initial reporter translated from french to english: "during a radiotracer synthesis, at the time of dose collection, a leak in the device (ll syringe mounted on a spiroso spinning brand ICU medical} occurred and the product flowed down the syringe. The syringe has been saved. It is defective, with a deformation of the syringe body. A test was carried out and a leak was observed during withdrawal, with liquid passing between the plunger and the body (photos and video in support). The equivalent of 2 patient doses were lost, spilling into the compound."

Manufacturer narrative:
Two photos and one video of a 5ml eurographic syringe were received and evaluated. Both photos show a loose syringe with an unknown device attached to the tip and an unknown clear fluid drops on the outside of the barrel from different angles with damage to the barrel and plunger rod between the 3ml and 4ml graduation lines. The video also shows the loose syringe as described above with fluid drawn into the barrel and upon depressing the plunger as the stopper passes the deformation in the barrel the fluid leaks out past the stopper. The condition observed is non-conforming per product specification. Potential root cause for the barrel and plunger rod damaged defect is associated with the assembly process. A device history record review was completed for provided batch number 3116125 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
During a radiotracer synthesis, at the time of dose collection, a leak in the device (ll syringe mounted on a spiroso spinning brand ICU medical} occurred and the product flowed down the syringe.the syringe has been saved. It is defective, with a deformation of the syringe body. A test was carried out and a leak was observed during withdrawal, with liquid passing between the plunger and the body (photos and video in support). The equivalent of 2 patient doses were lost, spilling into the compound.

Event description:
No additional information.

Manufacturer narrative:
One sample, two photos, and one video of a 5ml eurographic syringe were received by bd. A quality engineer was able to examine the sample, photos, and video from batch 3116125 regarding item 309649. Both photos show a loose syringe with an unknown device attached to the tip and unknown clear fluid drops on the outside of the barrel from different angles with damage to the barrel and plunger rod between the 2ml and 3ml graduation lines. The video also shows the loose syringe as described above with fluid drawn into the barrel, and upon depressing the plunger, as the stopper passes the deformation in the barrel, the fluid leaks out past the stopper. The sample was received in an unsealed package containing all applicable product information on the top web. The sample has damage to the plunger rod and the barrel between the 2ml and 3ml graduation marks. The condition observed is non-conforming per product specification. Potential root cause for the barrel and plunger rod damaged defect is associated with the assembly process.

Manufacturer narrative:
Two photos and one video of a 5ml eurographic syringe were received and evaluated. Both photos show a loose syringe with an unknown device attached to the tip and an unknown clear fluid drops on the outside of the barrel from different angles with damage to the barrel and plunger rod between the 3ml and 4ml graduation lines. The video also shows the loose syringe as described above with fluid drawn into the barrel and upon depressing the plunger as the stopper passes the deformation in the barrel the fluid leaks out past the stopper. The condition observed is non-conforming per product specification. Potential root cause for the barrel and plunger rod damaged defect is associated with the assembly process. A device history record review was completed for provided batch number 3116125 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
During a radiotracer synthesis, at the time of dose collection, a leak in the device (ll syringe mounted on a spiroso spinning brand ICU medical} occurred and the product flowed down the syringe.the syringe has been saved. It is defective, with a deformation of the syringe body. A test was carried out and a leak was observed during withdrawal, with liquid passing between the plunger and the body (photos and video in support). The equivalent of 2 patient doses were lost, spilling into the compound.